Event description:
It was reported that several days post implant of the implantable cardioverter defibrillator (ICD) there was a warning for high right ventricular (rv) impedance. X-ray showed the lead was not fully inserted. The pocket was opened and noise was detected. The set screw was re-tightened, however the lead pulled out when tugged. A set screw issue was suspected. It was noted that a previous lead had also shown noise when connected to the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).